Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b.6, g1, h.6.

Event description:
Healthcare professional reported right side deflation and "patient¿s concern with the product.¿ device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "patient¿s concern with the product.¿ device remains implanted.

Manufacturer narrative:
Device analysis: the device related to the reported event of deflation and anxiety-product/procedure, received on jan 11, 2021 with catalog number (mcghan 550cc). Visual analysis of the returned device identified: one opening curved on the posterior, non-penetrating nick, white calcification on the shell, crease fold, and brown particles in the shell. Leak test and microscopic analysis was performed which identified: one opening sharp on the patch/shell bond edge and non-penetrating nick on the patch. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the patch/shell bond edge assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side deflation and "patient¿s concern with the product.¿ device has been explanted.